Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty connecting a newly inserted dexcom g6 transmitter and entering the sensor code with the ilet, resulting in operation in bg run mode until agent-assisted pairing and code entry restored glucose readings. Symptoms included hyperglycemia with a reported peak of 230 mg/dl and associated vomiting and malaise. Outcomes included temporary elevation of glucose levels for up to two hours without use of backup therapy, ketone testing, or medical intervention. Investigation included troubleshooting and user education regarding correct transmitter and sensor code entry and device pairing. Investigation of this case revealed that the issue was due to incorrect or incomplete pairing and code entry for the dexcom g6 components, which was resolved after proper configuration. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.